Event description:
Additional information reported 1st xen®45 gts was left in place and a 2nd xen was implanted. Symptom resolved.

Event description:
Healthcare professional reported a xen®45 gts event described as "[device] bent and was re-injected" during implantation combined with cataract surgery in the left eye. Pod2, iop was at 14 mmhg and continued to steadily increase to 25 mmhg. No filtration bubble (bleb) had formed and inflammation at the conjunctival level was noted. Ocular massages began on pod5. Yag laser on the tip of the stent and sub-conjunctival dexamethasone injection occurred on pod14. Iop peaked at 29 mmhg on pod19. Hcp believes the stent has an intraluminal clog. Patient is currently provided cosidime (dorzolamide/timolol). Event is ongoing. Device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f23. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.